Event description:
In 2002 - right arthroscopic superior labrum anterior and posterior lesion repair pain pump was left in the glenohumeral space... Articular surfaces appeared normal at time of operation. In 2002 - went to surgeon because pain pump cassette has stopped working. The zimmer company provided surgeon w/another cassette and surgeon simply flushed the catheter and it was flowing fine. He replaced the cassette, changed the dressing. In 2007 - right shoulder x-ray - severe arthritic changes at the glenohumeral joint w/complete obliteration of the joint space w/associated bony sclerosis and mild osteophytosis. Dates of use: 2008 replcd cass. Diagnosis or reason for use: right shoulder slap. Dose or amount: 300cc, frequency: unk, route: 014.